Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device broke during use on a patient and the insulation fell apart. There was no patient injury.